Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a signal artifact monitor (sam) event following implant. Technical services (ts) reviewed the data and explained that the respiratory sensor was automatically disabled due to the absence of a right atrial (ra) lead. The high pacing impedance greater than 3000 ohms were expected because ra pacing was programmed to bipolar with no lead connected. Ts recommended programming ra pacing to off and advised to remain the respiratory sensor disabled. No adverse patient effects were reported. The crt-d remains in service.